Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information received reported the patient's lead in their right hemisphere was replaced. It was noted the lead migrated from its original location. It was further noted the impedance results were normal. The reporter stated that intraoperative test showed good control of the patient's parkinson's symptoms.

Event description:
It was reported that the patient experienced high impedances on electrodes 8-11 on the left and 1-3 on the right. An out of regulation (oor) error code was also seen on the patient programmer. It was noted that the patient had an increase in their parkinson¿s symptoms that coincided with a fall approximately two months prior to the report. A diagnostic x-ray was to be performed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of extension model 37085-40 sn: (B)(4) found the #3 conductor was broken 2.8 cm from the proximal end. It was also found that several filars were broken on the #1 conductor 2.8 cm from the proximal end. Impedances on the circuits were as follows: #0 ¿ 9.6 ohm, #1 ¿ erratic (10-1000 ohm), #2 ¿ 8.6 ohm, #3 ¿ open. There were no shorts between the circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported that the extension was replaced and would be returned. It was noted that in surgery there was no visible damage to the lead, extension or implantable neurostimulator (ins). It was noted that changes in impedance measurements were related to the connection between the extension and the ins. It was noted that the extension had been explanted and a new extension was implanted which resulted in normal impedances. It was noted that there was no patient injury or death as a result of the event.